Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verioiq meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately during the morning, about 1 week prior to contacting lfs, when she obtained an alleged inaccurately high blood glucose result of "98 mg/dl" compared to "76 mg/dl" on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' accuracy criteria. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She reported that about 1 week prior to contacting lfs, she developed "clamminess." She denied receiving any treatment for her symptom. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient described the correct testing steps. The cca confirmed that the patient's test strips were within expiry date, had been stored correctly and the test strip vial was intact. The patient did not have control solution to test the meter and test strips. The issue remained unresolved. The patient's products were replaced and requested back for investigation. This complaint is being reported because the patient claims she obtained an inaccurately high blood glucose reading on the subject meter and reportedly developed a symptom suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.